Event description:
It was reported that the cartridge was leaking from the septum. Reportedly, the customer continued to use the existing cartridge for insulin delivery. The customer's blood glucose level was 130 mg/dl.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.